Event description:
A (B)(6) female patient's daughter contacted zoll customer support to report the patient's battery pack would not hold a charge. The patient was issued a replacement battery pack.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack sn (B)(4) has been completed. The reported problem (battery won't hold charge) has been confirmed. Upon evaluation, the end cap was broken and the white wire connecting the pca to the battery cells was broken at the pca board. The cause for the inability of the battery to hold a charge was the broken wire. The root cause for the broken white wire and end cap cannot be positively identified but is likely severe mechanical shock from physical impact. No adverse event resulted from the defective battery pack. The patient was issued a replacement battery pack.